Manufacturer narrative:
Detailed analysis is being performed on this lead. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation noted that the complete lead was returned with the helix extended. There was dried body fluid found past the helix mechanism and up through the lead lumen. There was a cut in the lead insulation at 178-182 mm, this is due to the removal of the suture tie down. There was also a cut in the suture sleeve. This damage was determined to be procedurally induced. Electronically this lead was found to be within specification.

Event description:
Boston scientific received information that immediately after this lead was implanted and the pocket was closed, it was noted that the lead dislodged. The pocket was re opened and it was noted that the helix was difficult to retract. Once removed tissue and blood were found imbedded in the lead helix. The lead was not re used and another lead was successfully implanted in it's place.